Event description:
It was reported that during av optimization there was intermittent twos (t-wave oversensing). Sensitivity was reprogrammed and the lead remains in use, with twos for a only a few beats after reprogramming and none observed after another approximately 40 minutes. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 457453, implantable pacing lead, (B)(6) 2005. (B)(4).